Manufacturer narrative:
The concerned pcb was subject to a functional test; this test was passed without findings. Integrating the board into a lab device did not lead to system failures during repeated device tests and the reported reboots could not be duplicated that way. However, the log file analysis confirms that the workstation has initiated several reboots from standby mode as well as from operation. If a reboot occurs, all actuators will be cut off from energy supply and the display blanks out. The device will post a corresponding alarm after powering back on and will return either to standby or continue operation, depending on the active state before reboot. The reported alarms in regard to flow sensors are secondary alarms following from the reboot - with each system restart the flow sensor status will be resetted requiring a re-calibration. This has no effect on gas dosage and ventilation when operation is being resumed. The replaced pcb exhibited no malfunction and the log file gives no hint what might has triggered the reboots. Thus, a reliable conclusion in regard to the root cause for the observed behavior cannot be drawn on the base of available information.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that "the display reboots and the device asks to make a new self-test because the spiro sensors are not calibrated. There was no injury reported.